Manufacturer narrative:
The affiliate stated on (B)(6) 2018 that they are returning the device for investigation. When additional information regarding this device becomes available, a supplemental medwatch form will be filed.

Event description:
A (B)(6) affiliate from (B)(6) received a report on (B)(6) 2018 regarding a cellfina blade. It was reported that after 25 releases, the blade broke. The affiliate stated that there were no disadvantages for the patient.

Manufacturer narrative:
The blade cartridge was returned and evaluated. A visual inspection was performed using 10x magnification under a microscope. A break was observed just above the blade-shaft weld and the blade tip was found to be bent thus confirming the issue. This may be indicative of a collision with a hard surface. However, this condition was unable to be confirmed without the return of the disposable kit ring component for investigation so the root cause of the issue is unknown. A search of the lot complaint history for the device was performed and no other complaints for this reported condition with this lot number were observed. An evaluation of the lot history review found there have been no design changes associated with the cellfina ck1 disposable kit that would have contributed to the reported issue, and all testing requirements were passed prior to release. A review of the complaint trend analysis for the reported issue of "blade breaks" found the trend to be within acceptable levels and will continue to be monitored. No additional information is available at this time. Should additional information become available, a supplemental medwatch will be filed.